Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pat was walking when she felt something in her leg give out, she fell to the ground and then waited for 30 minutes for someone to get her and take her to the emergency room. Right hip revision/right total revision hip for fractured modular neck.

Manufacturer narrative:
Updated implant date.